Event description:
One out of four implants failed to integrate. Pt is reportedly fine.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurement taken met design requirements. Review of the lot history of the subject product was found to be acceptable per release criteria.